Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the g7 app, but the ilet pump was not receiving data and displayed dosing stopped; the user restarted the sensor on the pump and entered the sensor code, consistent with an intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. Symptoms included hyperglycemia with a peak glucose of 282 mg/dl and no associated clinical symptoms. Outcomes included a missed dose and a delay to therapy. User support included communication and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.